Event description:
It was reported that dissection occurred. The patient presented for a percutaneous transluminal coronary angioplasty (ptca) of the left circumflex (lcx). A 24 x 3.00 promus premier select drug eluting stent was deployed to treat the target lesion. After the stent was deployed, a type b dissection at the proximal edge of the stent was noted. Another stent was deployed and covered the dissection, and successfully complete the procedure. The patient was stable post procedure and fully recovered.